Manufacturer narrative:
The unit was stuck in the motor error loop during bolus and basal delivery. The unit passed the displacement test, rewind, basic occlusion test, and prime test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a motor error alarm after a set and reservoir change and was connected to the body. The customer's blood glucose level was 64 mg/dl. The customer stated they were able to complete the rewind sequence. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.